Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level ranged from 150 mg/dl to 160 mg/dl. The customer reverted to manual injections for insulin therapy.